Manufacturer narrative:
Based on the claim against the product by the customer noting error on arm 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint. However, the fse replaced the universal surgical manipulator (usm) to correct issues with error 31226. The system was tested and verified as ready for use. Isi received the universal surgical manipulator (usm) involved with this complaint and performed failure analysis. During failure analysis, the unit was tested on an in-house system and passed normal mode. System logged errors of 31226 & 1126. When the unit tested on pftp, it failed fibers tests pointing to clockspring and parallelogram. When clockspring fiber swapped with a new one, clockspring fiber test passed. When original clockspring fiber reinstalled, it failed fiber test pointing on clockspring. When parallelogram fiber swapped with new one, the unit passed fiber test on parallelogram. When original fiber reinstalled, the unit failed parallelogram fiber test. The unit then tested on a pftp with new fiber clockspring & fiber parallelogram, and it passed all required tests, except yaw sensors check. The fiber clockspring assembly & fiber parallelogram assembly will replace as a fix to the reported problems. The complaint regarding error on arm 3 was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the customer had multiple errors on arm 3 after the start of the procedure. The procedure was completed robotically. However, the error was replicated and confirmed during failure analysis. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the robotics coordinator contacted the field service engineer (fse) to report multiple errors on arm 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the issue happened during the procedure. Fse was not able to reproduce the reported issue but replaced the universal surgical manipulator.